Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a trabeculectomy, the thread of two devices broke during closure. A new suture was used to complete the case. No patient injury.